Event description:
It was reported that an ateriotomy closure was attempted in the right common femoral artery using a starclose se device after a diagnostic procedure. Reportedly, during depressing the vessel locator button to deploy the vessel locator the physician stopped and did not like the way it felt as the sheath began to split, he also felt the initial split was "too fast". The starclose se device was removed from the anatomy and hemostasis was achieved using manual arterial compression. Once outside the anatomy the physician completed depressing the vessel locator button, successfully deploying the vessel locator and opening the locator wings. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated the plunger was in the correct depressed position and the tubeset was in alignment. The sheath was partially split and was observed at the tubeset but not beyond the distal end of tubeset. The device was disassembled and no anomalies were observed with the tubeset alignment or any of the other internal components. There was no observation of anomaly during this step. After cleaning,the thumb advancer was fully advanced and the sheath was fully split. It was observed during thumb advancement the sheath split occurred at the tubeset distal end. There was no observation of sheath splitting beyond the location of tubeset. The sheath was also inspected and there were no anomalies observed. The sheath color was even and consistent. Uneven color or consistency would indicate manufacturing issues, but the sheath did not exhibit this. No device defect could be detected during this evaluation. There is no indication of a manufacturing deficiency. During manufacturing inspections are in place to verify the alignment of the tubeset within the device. The alignment is also verified as part of final device inspection procedure. The cause of the reported event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. The query of the complaint handling database was performed and there are no similar reported experiences. There is no indication of a product quality deficiency.